Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2019-05-23. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2019-07-18 via the bd investigation that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: 1 actual sample were returned for evaluation. Sample was not decontaminated by vendor. Needle pierced through catheter was observed from the sample received. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. This batch was produced before the implementation of the CAPA. Investigation conclusion: the complaint is confirmed and product is out of specification. Root cause description: needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. Rationale: CAPA had been initiated to address needle pierced through catheter issue, refer to pr# (B)(4).

Event description:
It was reported that the needle pierced through the bd insyte¿ IV winged catheter during use, resulting in flashback failure. The customer reported 10 occurrences of this event, and CAPA# (B)(4) was opened in response to this event. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found catheter burr, and the recent occurrence of multiple catheter puncture into the blood vessel after the first time could not see the return of blood, resulting in misjudgment leading to puncture failure."